Manufacturer narrative:
The eplex instrument's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results using the eplex blood culture identification gram negative (bcid-gn) panel for 1 patient sample on an eplex system. It was reported that the klebsiella pneumoniae group and salmonella targets were detected in the (bcid-gn) panel. The salmonella target was reportedly false-positive. On (B)(6) 2025, the sample was repeated. The repeated results showed that the klebsiella pneumoniae group was detected, and the salmonella target was not detected.

Manufacturer narrative:
No analyzer malfunction was observed, and the eplex instrument was working within design specifications. An internal review of the qc release data for the affected consumable lot confirmed that the consumable lot successfully met the established qc release specifications, and the issue was not observed in the qc lot review. The investigation did not identify a specific cause of the event. The issue was consistent with a rare abnormality that arises from the manufacturing process. The issue was also consistent with the possible presence of bacterial nucleic acids that may be present in blood culture, independent of viability. These issues could not be excluded by the investigation.